Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the problem could not be reproduced. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the sample and the ink on the extension legs was observed to be worn and faded. A microscopic observation revealed a sticky, whitish, translucent residue between the 31 cm and 33 cm depth markers. The sample was flushed and pressurized with a 12 ml syringe of water. The catheter was found to be patent to infusion and aspiration and no leaks were found. It is possible that the formation of a fibrin sheath on the catheter could cause the appearance of a leak. Also, incomplete connection to the luer connector could cause leakage. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebu2250 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebu2250) have been reported from same patient and facility.

Event description:
It was reported that the PICC was leaking at the insertion site after the patient would administer antibiotics to himself. The PICC seemed to leak for the first week after placement, only at the time that the patient would give himself antibiotics- and then it stopped "leaking" and never leaked again. No discomfort or pain reported. PICC leaked despite troubleshooting. Good blood return and flushed easily. Rn reported PICC leaked for 10 days then suddenly stopped. No additional issues noted. PICC remained implanted until completion of treatment and was removed. This event is for the second line placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebu2250 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebu2250) have been reported from same patient and facility.

Event description:
It was reported that the PICC was leaking at the insertion site after the patient would administer antibiotics to himself. The PICC seemed to leak for the first week after placement, only at the time that the patient would give himself antibiotics and then it stopped "leaking" and never leaked again. No discomfort or pain reported. PICC leaked despite troubleshooting. Good blood return and flushed easily. Rn reported PICC leaked for 10 days then suddenly stopped. No additional issues noted. PICC remained implanted until completion of treatment and was removed. This event is for the second line placed.